Event description:
Information was received indicating that the fore end of a smiths medical portex endobronchial double lumen tube was bent. There was no reported injury to the patient.

Manufacturer narrative:
Additional information received: updated adverse event or product problem,outcomes attributed to adverse event, and type of reportable event. It was also reported on (B)(6)2019 that a tube change out was required. Device evaluation: one portex sample was returned for evaluation. The sample was received in used conditions without its original packaging. Upon immediate visual inspection, it was determined the tube was kinked and the stylet was removed from the device. Operator training records were reviewed to ensure operators are trained. No discrepancies were found. Production was also audited during thirty two (32) units finding no discrepancies. A review of the manufacturing process was conducted and was considered adequate and correct. Based on the evidence and investigation, the complaint was confirmed. The problem source was stated to be unknown. However, it was noted the most probable sources of the reported event were either of the following: the product become damaged after it left the facilities (since it is 100% inspected) or a possible lack of detection by production personnel.